Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had intermittent and sometimes no button response on several buttons. The patient's blood glucose at the time of incident was 14.3 mmol/l. Troubleshooting was initiated for the keypad anomaly. The buttons were not pressed for longer than three minutes. The customer confirmed that the pump had not been bumped or dropped. The customer changed the battery and cleaned the battery cap but the keypad anomaly persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.